Event description:
Orig. Surg. Unk. Allegedly after repeated attempts, repiphysis(r) expandable device did not lengthen. Examination of x-rays indicates that the antenna has migrated proximally about 1cm, possible preventing expansion. Doctor decided to revise the expandable portion of the implant for a new expandable distal femur.